Manufacturer narrative:
H10: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician was able to confirm the allegation of a touchscreen touch position misalignment. The part did not meet the accepted specifications due to failing the resistance ratio verification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). G1 contact office phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device and confirmed the misalignment of the touch position on the touchscreen. After calibrating the touchscreen, no improvement of the device issue was observed so the touchscreen was replaced. Following the touchscreen part replacement, the issue resolved. The asp completed a comprehensive inspection, cleaning, running test, and function test on the device following the resolution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.